Event description:
The complainant reported that when the automated impella controller (aic) was booted up. The aic got very hot, and it smell like burning with a little smoke coming off the vent. No patient involvement.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of automated impella controller (aic) - a/c power issues has been completed. The console logs were examined as a precaution but did not contain any data relevant to this complaint. The console was tested and during inspection of the console, no evident burning smell or burnt internal components were observed. The I/o fuses were checked but were still intact. Conclusion: no problem found while testing and inspecting this console. The console operated as intended g1 reporting contact email revised on manufacturer device report 1220648-2025-27377 in accordance with updated procedures.